Manufacturer narrative:
The device was returned to bd for evaluation. The investigation is confirmed for misfire and material perforation. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem08040 endovascular stent graft allegedly experienced failure to deploy, misfire, and material perforation. This information was received from one source. This malfunction did involve a patient with no patient injury. The patient was female and the age and weight were not reported.